Manufacturer narrative:
(B)(4).

Event description:
It was reported in a journal publication that a patient with a history of crohn's disease had undergone exploratory laparotomy for removal of a pillcam capsule that had been retained for three years due to small bowel obstruction. The patient underwent the pillcam procedure to evaluate crohn's disease activity. Patient was unable to pass the capsule and did not present for further follow-up. Patient began experiencing episodes of sharp abdominal pain. Patient then reported to the emergency department with sharp abdominal pain, nausea, and bilious emesis for 48 hours. CT scan showed intestinal wall thickening from the mid-jejunum to the terminal ileum. A stricture was found in the distal jejunum. Dilated small bowel loops were located proximal to a previous enteroenterostomy where a metallic object was located. Another metallic object was found in the distal jejunum. Through clinical and radiographic imaging physician confirmed partial small bowel obstruction. The patient underwent laparatomy surgery for structuring crohn's disease with small bowel obstruction and retained pillcam capsule. A previous loop was found at the mid jejunum with a stricture at the anastomosis and a capsule fragment located at the stricture. Another capsule fragment was found at another stricture located in the ileum. The physician removed the capsule fragments and restriction of the stricture was completed with subsequent enteroenterostomy. The patient was monitored and had complete resolution of pain. The patient was been seen in out-patient follow-up and remains symptom free.